Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Review of the pt download shows a flat line on the front-back ECG channel. The cause of the faulty signal was a defective ECG electrode. The root cause of the defective ECG electrode is still under investigation. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's husband contacted zoll lifecor customer support to report that the pt was receiving excessive "check belt" messages. The pt was provided with a replacement electrode belt.